Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2021, product type: lead, product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead, other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2021. It was reported that the trial patient thought the wire moved as it was not as snug as it was when they left the office yesterday, as a result patient didn't think it was working.